Event description:
As reported by endoscopy rn, pediatric pt was undergoing a band ligation procedure for esophogeal varices. Allegedly "the band misfired and severed a varix", resulting in bleeding. Sclerosing therapy was done. The pt was transfused, reportedly nine units. The pt was stabilized. The lot number was provided however no complaint sample/device was available for eval. Two attempts have been made to obtain further complaint and clinical information, most recently on 09/20/2000. Qa awaiting requested information.